Event description:
The patient's mother reported the patient experienced elevated blood glucose (value not provided) since (B)(6) 2011. Her ketone level was ++. She changed the infusion set and bolused through the infusion device to lower her blood glucose. Her normal blood glucose level is 80-100 mg/dl. The patient was recently ill with mononucleosis. She believes insulin leaks out of the infusion set luer, and she is not confident in the infusion device. The infusion device was not exposed to water or electromagnetic fields. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.